Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unknown if the there was any deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained. No abnormality of the device was observed in the balloon water channel. The root cause that made the foreign material remain in the subject device could not be identified. Detailed descriptions for reprocessing are included in the instructions for use (IFU): chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited clogging inside, and a foreign material exiting the balloon water tube/channel. There were no reports of patient involvement.